Event description:
On (B)(6) 2012, the patient contacted animas alleging that the pump was not delivering insulin accurately. The patient reported that on three separate occasions she experienced a low blood glucose (bg) in the 50's mg/dl after taking a correction bolus. The patient stated that the most recent low bg excursion occurred on the morning of (B)(6) 2012. The patient stated she obtained a low bg in the 50's after taking a 1.5 unit correction bolus. The patient did not recall the dates of the other low bg excursions. The patient stated with the low bg's she had symptoms of shaky and lack of concentration. Customer support noted that the patient reported treating self with carbohydrates in response to low bgs. At the time of troubleshooting, the patient confirmed the pump was set to the correct time and date and all pump settings were programmed as desired. It was noted that there were no associated alarms in pump history. Customer support noted that 24 hour basal amounts added up correctly with total daily delivery. At the time of troubleshooting, the patient confirmed the pump was set to the correct date and time and all basal and bolus settings were correct. Review of prime history revealed that the patient was not priming the pump correctly per the instructions per use. Customer support noted that the patient was priming 0.7 to 4.1 units with every set change. The patient was advised to prime tubing until 4-5 drops expelled from the end of the tubing. At the time of the call, the patient informed customer support that she does not use the advanced bolus features and calculates the math in her head. The patient denied miscalculating her bolus dose on those occasions she developed low bg. After reviewing the subject pump, customer support informed the patient that there was no indication that a pump malfunction caused and/or contributed to the low bg. This complaint is being reported because the patient developed signs/symptoms suggestive of severe hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.